Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few weeks. Reportedly, the battery depleted from 100% to 0% within a couple hours and subsequently shut off. There was no reported impact to the customer's blood glucose level due to the battery issue. Review of the pump data logs by tandem technical support showed the battery was depleting quickly. Reportedly the customer would continue to use the pump for insulin therapy.